Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Event month and day unknown. Only year (2017) is known. Additional information was requested and the following was obtained: please clarify what is meant by the lever did not work? Is the lever the firing knob? Did the firing knob fail to advance? What is meant by the "safety bar" of cartridge was not in place? Are you referring to the staple retention cap? Response received: firing knob was broken. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded?

Event description:
It was reported that during a whipple procedure, the lever did not work. The or nurse said that it seemed the safety bar of the cartridge was not in place. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56p72. Device evaluation: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. However the cartridge was placed and removed without any issues noted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.